Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a female patient underwent revision due to aseptic loosening of the acetabular component.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that a patient underwent revision due to aseptic loosening of the acetabular component. Operative record reported no bony ingrowth on the explanted acetabular component.